Event description:
User received a discrepant calcium result for one patient sample. Initial result was 10.7 mg/dl, repeat result was 9.8 mg/dl. The erroneous result was not reported. The field service representative could not determine a cause and could not duplicate the problem. He noted a gel-like substance was found on probe c. The probes were cleaned. Precision checks and quality control were run to verify analyzer performance.